Event description:
Needle stuck in device - the device would not release the needle. A new endostitch had to be opened to complete the procedure. No harm to patient. The product is available to return to the manufacturer. Manufacturer response for endostitch suturing device, (brand not provided) (per site reporter). Rep notified with no response.